Manufacturer narrative:
The device has been received by the MFR for eval. The quality investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that the system could not register the pt during a facial reconstruction procedure. The system was re-booted and the procedure was successfully completed as planned with a delay of 30 mins. There were no allegations of adverse consequences associated with this event.